Manufacturer narrative:
Device evaluation summary: visual inspection shows the blue tip is loose from the device. Conclusion: reason for return was confirmed. Conclusion: complaint confirmed for the clearview blower/mister's tip detachment during use. The issue was verified via visual analysis of the returned device. Review of this unit's device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and visual inspections during manufacturing. This condition could be the result of excessive force or physical shock encountered during shipping and or handling, however, root cause is unknown. A review of complaints for similar model numbers showed no trends warranting escalation at this time. Trends for issues with this product are reviewed at product quality meetings. Viant investigation: 1) visual inspection of the returned product verified the tip has been detached from the device. Additional inspection of the tip and metal tubing was then inspected under the microscope. A presence of solvent all the way around one end of the tip both inside and out. Also it was observed was pattern of marks/lines in the tip area. A sample from a partial carton will be pulled to compare for similar marks as that on the returned device. Inspection of the tip area under the microscope did not observe the same pattern. Attempt to duplicate the defect by placing hemostats around the tip and squeezing them, found the same pattern/marks observed on the tip. See photos 2) review of the manufacturing specification, step 4.1 requires a quality on line check to do a gentle tug test of the tip to verify that the tip is bonded to the stainless steel. Router shows that all product from this lot was tested passed the quality online checks in place. 3) complaint history data found four similar occurrences in the past twelve months, with all unconfirmed after the investigations were completed. 4) complaint cannot be confirmed to be either a manufacturing or supplier issue. Review of DHR found all processing documentation shows this device did meet the required manufacturing and quality processing checks. As the product was returned from the field damaged, the quality checks that are in place would not allow for this type of defect to pass through our system and do not know what occurred after leaving our facility. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a clearview blower/mister kit, the tip of the clearview detached during the surgery. It was noted that the recommendations of the IFU were followed. There was no reported patient impact associated with this event. Additional information: the exact time that the tip detached was asked but unknown. The detached tip was on the scrub table when the customer tried to use it again. The tip did not fall into the patient's body. There was no damage to the device packaging. No other devices in the same box/shipping container were damaged.